Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and a p-wave amplitude measurement issue was noted. The analyst noted that the atrial lead pacing impedance was stable throughout the record dating back to 2014-09-02, with measurements of 247 ohms down to 190 ohms. Additionally, the p-wave amplitude measurements were low throughout the record and were ranging from 0.125 to 0.375mv. The last measured amplitude on 2015-oct-06 was 0.125mv. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances with some variability and small p waves. The lead remains in use. No patient complications have been reported as a result of this event.